Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received power loss alarm. Customer's blood glucose value was 181 mg/dl at the time of the incident. The customer was declined troubleshooting. The device will not be return for analysis.